Manufacturer narrative:
Inratio precision data provided by end-user: first inr: 1.0, second inr: 1.0, third inr: 2.3, mean: 1.43, sd: 0.75, percent cv: 52.36. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.0, 1.0, 2.3.